Event description:
Implant cards received on (B)(6) 2012, stated that the patient's generator and lead were replaced due to high impedance failure. Follow-up on (B)(6) 2012, indicated that the lead was replaced for the high impedance claim and that there were no issues with the generator. Attempts for product return have been unsuccessful.

Event description:
On (B)(6) 2012, it was reported that this patient underwent lead revision and prophylactic generator replacement surgery on this date. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted information. This report is being submitted to correct this information.

Event description:
On (B)(6) 2012, a patient's mother reported that the patient's physician stated that the patient's "device was checked and it showed that something was bent: he is not getting the stimulation he needs." The mother said she had not seen any manipulation. Follow up with the neurologist provided additional information that high impedance was observed while performing diagnostics. The patient's seizure level was stable, and an order was sent for x-rays. It is unknown if the x-rays were taken. The physician was advised to disable the device. Lead revision surgery is likely; however, it has not taken place to date. No other information is available at this time.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.